Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located from the left internal mammary (lima) artery to left anterior (lad) artery. A 2.50x12mm promus premier¿ stent delivery system was selected for use; however, the device would not advance. It was then noted that the device was damaged. No patient complications were reported.